Event description:
The switch emitted sparks. Inspection revealed that this unit was manufactured approx. Twenty yrs ago, and had an old-style switch. Significant engineering designs have been accomplished to change the switch. Remedial action has been accomplished. No deaths or injuries have been reported.